Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the distal left anterior descending artery, with mild tortuosity and mild calcification. The 2.75 x 18 mm xience pro stent was deployed at 10 atmospheres, at which time a distal edge dissection occurred. A 2.5 x 15 mm xience pro stent was implanted for treatment. The patient is okay. There was no reported clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.